Event description:
It was reported that the water could be injected and drained without any problem during the pretest before the patient use. After insertion of foley catheter, distilled water cannot be injected by 2 to 3 ml, and the funnel swells up.

Manufacturer narrative:
Complete initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.